Event description:
It was reported that several weeks after implant the patient developed an infection. The implantable pulse generator (ipg) and lead were scheduled to be explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).